Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain. It was reported that stimulation kicked off inside the patient at a high speed the other night and the ins wasn't even charged. It scared the patient and shook the patient's heart. The patient suddenly felt stimulation by itself and shook their body. The patient moved a certain way and stimulation stopped. The highest setting the patient used was 1.8 volts and now it felt too strong. The patient felt it again yesterday when they were bending over. The patient didn't know if they were having a heart attack. The patient fell last week when they were coming out of a restaurant. The change in therapy was noted as sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.